Manufacturer narrative:
Patient age, initials and sex provided. Weight was not provided by the site. Further training on tracer registration technique was provided to the site by a medtronic field representative, since the tracing pattern used during the event was off to the side of the nose and suboptimal. The field rep attended a subsequent surgery and instructed the staff on proper tracing technique. Tracing instructions were posted on the machine and a pocket guide provided. No further issues reported since training provided.

Manufacturer narrative:
02/12/2015, a medtronic representative, following-up at the site, reported the site representative called back and they were continuing pointmerge to register the patient. After collecting and matching 7 of the 8 points on the patient, their registration metric was 25.5. Recommended that they re-match and/or re-select the marginal or excluded points. After several attempts to re-match and re-select points they passed pointmerge registration. Surgeon confirmed accuracy and continued using navigation for the procedure. - 03/02/2015, medtronic recommended a system check-out to the site biomed representative who declined. The medtronic representative informed the biomed representative that he could do his own test with their resin head and a tray, there was no response. A medtronic representative attended a subsequent procedure the following week to demonstrate new instruments. No further issues have been reported. - 03/15/2015, software investigation completed. Findings are that the patient exam was missing the forehead, which is not to protocol, and the emitter was placed too close to the patient. Software is functioning as designed. Use error. - no parts have been received by manufacturer for analysis.

Event description:
A site operating room (or) representative reported that, while in a functional endoscopic sinus surgery (fess) procedure, they were unable to register the patient. They had attempted tracer registration multiple times but were failing; the tracer pattern would shift 30 degrees once completed. The 3d model looked good and that there was no scatter/head holder present. The site representative stated that the nose was present in the scan, however, cut-off in the middle of the forehead. It was confirmed that the surgeon was tracing only on anatomy that was present in the scan, as well as, along the brow bone and down the bridge of the nose. The medtronic representative recommended the surgeon maintain a light touch while tracing. In trouble-shooting, the medtronic representative confirmed that the emitter was "an inch" away from the patient's left ear. Requested that they try moving the emitter into a more optimal position and try re-tracing. No resolution. Offered pointmerge as an alternative registration. Walked the site or representative through selecting anatomical points in the software with the surgeon visually confirming the placements. Selected 4 poitns: inner and outer canthus of both eyes as well as nasion. The tragus was not selected because the site or representative stated the scan cut off at the ears. The error metric was 18. Requested the site or representative refine the excluded points. The surgeon tried pointmerge again, however, the error metric was 9. Informed the site that they needed to have the error metric less than 5 in order to proceed to navigate. They attempted another pointmerge registration without success. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.